Event description:
Device 3 of 3. Reference MFR report#: 1627487-2019-07706. 1627487-2019-07707.

Manufacturer narrative:
Concomitant medical products: model, 3186 scs lead (x2), therapy date: unknown.

Event description:
Device 3 of 3; reference MFR. Report #: 1627487-2019-07706, 1627487-2019-07707. It was reported that the patient was experiencing overstimulation. As a result, the patient's scs system was explanted.